Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was tested on an in-house system, and the instrument failed to deliver energy. The instrument's yaw pulley began to smoke when energy was delivered. The conductor wire insulation was found damaged as a result of the yaw pulley thermal damage. The instrument's conductor cap was found to have thermal damage. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke was observed from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted pulmonary lobectomy surgical procedure, it was reported that smoke was observed at the ceramic part of the permanent cautery hook (pch) instrument while activating monopolar cautery energy. The defective instrument was replaced with a backup da vinci instrument of the same kind. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument inspected prior to use. The cannula was not inspected; customer does not perform inspections routinely, only when the cannula be found out of shape. The surgeon was dissecting tissue when the event was observed. The surgeon believe the instrument was faulty. The instrument was in use approximately for half an hour when issue was observed. Customer was using a valleylab force fx with esu settings cut 35 and coag 35. Customer was using the maryland bipolar forceps at the time. The instrument was not removed at any time. The instrument did not collide with any other instrument or tool during procedure. There were no post-surgical complications as a result of the event.